Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer was in intensive care unit. Blood glucose reading was 469 mg/dl. Customer was in hospital because insulin pump malfunctioned again. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test guardian link communicates properly to the device noted. No unexpected suspended low sensor glucose noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).